Manufacturer narrative:
The product was not returned to the MFR for evaluation.

Event description:
The device was used during a total abdominal hysterectomy procedure. Reportedly, the staple line was incomplete. The surgeon used another instrument to complete the procedure. No pt injury reported.